Manufacturer narrative:
Device not received manufacturer at this time. Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the patient was "playing volleyball with brace on. They went to to jump set and when I landed the knee shifted outwards and there was a pop."